Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026 the event occurred on the first day of use the insertion site was the abdomen the infusion set was in use for a few hours the blood glucose level was 230 mg dl and the patient was treated with correction bolus via pump.